Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had t-wave oversensing (twos) causing the device to pace lower than the programed rate and their heart rate dip into the 20's and 30's (beats per minute). Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.